Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm, no failed battery test alarm, no excessive no delivery alarm and no charge/battery lasts less than expected anomaly during test noted. Motor passed motor test. Device received with minor scratched lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had scratches on screen, layer of screen was coming off, had no delivery alerts, motor sounded or labored or grinding, had rejected or drained battery. The insulin pump will not be returned for analysis.